Event description:
A minimum fill notification was reported, prompting the customer to attempt loading a new cartridge. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. Although a troubleshooting session did not proceed due to a separate issue requiring a pump replacement, the caller received advice on best practices for cartridge filling, specifically on the importance of air removal.